Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 57-year-old male underwent off pump coronary artery bypass (opcab) surgery and subsequently received an impella cp 5.5 (sn (B)(6) via direct surgical aortic access on (B)(6) 2026 at 10:12 am. Upon arrival to the ICU post procedure, the patient exhibited significant bleeding from the chest tubes. The attending physician, was notified, and the patient received cryoprecipitate, prbcs, platelets, and barfaxa. The patient had been on plavix and reportedly took a dose the day prior to surgery. The bleeding was clinically suspected to originate from the lima harvest site. The impella device remains in place, and the patient is currently on support. Based on the information available, the event appears related to postoperative surgical bleeding in the setting of recent antiplatelet therapy rather than a device malfunction. The device remains implanted and functioning, with no impella related failure modes identified at this time. Bleeding was noted and is a known risk per our information for use (IFU) because it can be aggravated by heparin or purge solution.

Manufacturer narrative:
The cause of the access site bleeding was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The investigation is still ongoing.